Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that the sterile packaging of a intertan 10s 10mm x 18cm 130d wasn't sealed on one side, therefore it was considered non-sterile and discarded. There was a non-significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.

Manufacturer narrative:
Updated results of investigation: the associated device was returned and evaluated. A visual inspection of the returned intertan 10s 10mm x 18cm 130d reveals one side of the sterile packaging is not sealed. This inspection was conducted by naked eye. The outer pouch was examined, revealing that the product was not fully sealed. Due to the incomplete seal, the product may not maintain sterility, rendering it unusable. The apparent cause of this issue seems to stem from the failure to execute the heat seal operation for this specific component. A review of complaint history for the part number over 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the sterile packaging should be sealed. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.